Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexe0400 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was using ampicillin and gentamicin, "npt". On (B)(6) 2016 in the afternoon, the passage of PICC was performed by the responsible nurse. During the night shift, the dressing was changed (with gauze) because it was wet. At this time the nurse realized that the catheter was disconnected from the "cannon". Catheter was removed, a new PICC was not used.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a disconnected catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 2fr s/l per-q-cath catheter. Usage residues were observed throughout the sample. The catheter was received with an attached t-lock assembly; however, the stylet was removed and was not returned for evaluation. The sample was received in two segments which shared a complete break at the junction between the catheter and the molded joint. Tactile inspection of the sample revealed severe tensile weakness in the catheter tubing in the vicinity of the break. Material discoloration, material necking and serpentine shape memory were observed within the region of tensile weakness. Microscopic inspection of the proximal end of the catheter tubing revealed a sharply defined granular break surface. The tensile weakness, material necking, shape memory and break surface characteristics were typical of damage caused by tensile stress. It appeared that the molded joint was pulled while the catheter tubing was fixed in place, leading to a break in the catheter tubing.

Event description:
It was reported that the patient was using ampicillin and gentamicin, ¿npt¿. On (B)(6) 2016 in the afternoon, the passage of PICC was performed by the responsible nurse. During the night shift, the dressing was changed (with gauze) because it was wet. At this time the nurse realized that the catheter was disconnected from the ¿cannon¿. Catheter was removed, a new PICC was not used.